Event description:
It was reported that the end cap had popped off, and the insides of the device were hanging out. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected off no power or low battery alarms noted. The unit had a detached end cap and cracked display window corner. The insulin pump had missing segments due to a cracked connector on the lcd.